Manufacturer narrative:
(B)(4).

Event description:
Procedure: kidney transplant. According to the reporter: the stapler closed on tissue and would not open. The surgeon cut it free with an #11 blade.